Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the coil unintentionally detached. The coil was subsequently removed from the microcatheter with no reported adverse effect on the patient.